Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. The service technician replaced the power board to address the reported issue due to vent ln1 entries in the event trace log. The defective power board was sent to carefusion for failure analysis and carefusion was unable to duplicate the report issue. The power board passed bench testing and the extended run test. Visual inspection found no problems with the board. The power board was scrapped after failure analysis. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit alarmed "reset." While in service, it was confirmed through an event trace log that the unit had vent ln1 events logged. It is unknown at this time whether there was any patient involvement associated with this complaint.